Event description:
It was reported that during testing at the user facility the device was missing the tip. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the user facility the device was missing the tip. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.